Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not found. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The suspect device has been scrapped. Therefore, the product will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the olympus asset evis exera duodenovideoscope tested positive for 28 cfus of pseudomonas putida and 9 cfus of escherichia coli. The second sampling date was 2 days after the first sampling. Second test results: tested positive for 23 cfus of pseudomonas putida. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.